Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was hemolyzing and was put on dialysis and admitted to the hosp. Pump thrombus was suspected and the pt received a pump exchange on (B)(6) 2014.